Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed isolation circuit card. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not start. Per review of wo on 19aug2023, there was no patient involvement. It was reported that the based on sample evaluation results on 01nov2023, equipment did not turn on. The root cause of the reported problem was identified that the cable for item 403086-00 isolation circuit card was damaged and need to be replaced. Other observations were item 403082-00 was control panel assembly and asks for password and need to be replaced due to discharged internal coin cell.